Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the power supply was defective and the programmer would not power up. It was also noted that the cooling fan was noisy. The upper and lower bullets were broken. Errors were noted in the software history log and the small damage was noted to the bezel. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.